Manufacturer narrative:
Device passed displacement test and self test. Device was monitored and no missing segment or partial display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a totally white screen. The customer¿s blood glucose level was 101 mg/dl at the time of the incident. No report of pump screen flashing when screen was turned on after being in sleep mode. The customer stated that the insulin pump had been dropped on the floor once or twice. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.